Manufacturer narrative:
Customer indicated that the battery was fully charged and at its two year mark. Zoll has not yet received the autopulse battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Describe event or problem for additional information provided by the customer. Please also note that it was reported on the initial report that the customer indicated that the battery was at its 2 year mark. However, investigation of the returned battery indicated that the battery's manufacture date was november of 2011. Based on this information, section h. Box 4. Device manufacture date has been corrected on this report. The autopulse battery in complaint was returned to zoll on 09/11/2014 for investigation. Investigation results as follows: the battery was placed in the battery tester and the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 769.3w. The battery was then fully charged, test cycled and then re-tested with the battery tester, where the results indicated that the battery was below the minimum power output watts of 1300w with a reading of 1169.5w. An investigation conducted using the battery's serial number found that the battery was within its expected life span of 2-4 years with a manufacture date of 11/2011. However, investigation found that the proper amount of test cycles (34 +/- 1 expected, 25 performed) had not been performed. The expected service life of the autopulse battery is 100 charge cycles or 2 to 4 years depending on battery maintenance and usage patterns.

Event description:
Additional information provided by the customer: customer stated that while he was running the mannequin full arrest, the platform displayed a "replace battery" message. Another medic pulled out the battery and restarted the platform. The platform ran for approximately 5 minutes and then stopped again with another battery message. Customer then stopped using the autopulse for the training. Customer indicated that the battery charge status icon on the platform indicated that the battery was fully charged. He also stated that they rotate their batteries daily.

Event description:
It was reported that during a training session with a mannequin, the autopulse platform did not perform compressions using an autopulse nimh battery with (B)(4). Customer restarted the platform; however, the reported issue did not resolve. No patient involvement was reported. No further information was provided. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.